Manufacturer narrative:
Other, other text: h3: one medfusion pump was received in good physical condition with no signs of external damage. The event history log was reviewed and there were primary audible post alarms followed by a secondary acu watchdog failure alarm. The powered up process and occlusion test were performed. The 'primary audible alarm post' alarm was unable to be duplicated. The cause of the issue was unable to be determined since no damage was found to the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited "primary audible alarm post and acu watchdog failure". No reported adverse effects.